Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service

Event description:
The customer reported the system would not boot up. It was rebooted times before becoming operational. There is no report of death or serious injury associated with the complaint.